Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that was not conducted properly due to leakage from the up/down and right/left (u/d and r/l) angulation control knobs. A further cause of the leakage could not be presumed. The events can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in cf-h185l/I operation manual chapter 3 preparation and inspection. IFU states that preventive measure in cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found that due to deformation of up/down knob, water tightness was lost. Due to deformation of right/left knob, water tightness was lost. The scope cover had a crack. Control unit had a crack. Due to a burn on the plastic distal end cover, insulation resistance value at distal end did not meet the standard value. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Bending tube was damaged. Plastic distal end cover had a crack. Adhesive on the bending section cover had wear. The connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the colonovideoscope air insufflation did not work. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: air/water cylinder and tube white foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.